Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. Customer¿s blood glucose level was 474 mg/dl at the time of incident. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer stated that auto mode feature was not on. Customer did not mention nay treatment and symptoms related to high blood glucose level. Customer reported the infusion set cannula was crimped and had insulin flow block alarm which was resolved by changing complete set. The insulin pump will not be returned for analysis.